Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient subsequently underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned due to hospital policy.